Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that f2/8ta23s tool broke off during bone cutting and two additional f2 tools were opened of the same lot number which broke the same way. It was also reported that the event did not cause any damage to the patient. The procedure was completed with no non-routine activities however a 20-minute delay was reported due to the use of a back-up device. Upon follow-up, it was confirmed that the patient is in a good condition with no injuries. Additional information is being requested regarding product return.

Manufacturer narrative:
Report confirmed. Evaluation determined that the tool was returned used and fractured. Only the tang end of the tool was received. It was noted through microscopic examination of the tool that the fracture location adjacent to tool exit from attachment, point with greatest stress in bending. Fracture is perpendicular to axis of rotation and relatively planar. It was also noted that discoloration was present at and near fracture location and most likely a combination of biomaterial and oxidation of tool. Fracture location are consistent with brittle fracture in bending. The most likely cause of failure is fatigue in plane bending. The tool was pressed to dissect as rapidly as f2/8ta23 or side load was applied to the tool while it was not rotating. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported three devices but only one was returned.